Event description:
It was reported that on (B)(6) 2010 there was a patient alert for a "failed alert transmission". It was also noted that on (B)(6) 2010 there was a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 the device recorded a write to locked ram por (power on reset). Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) power on reset - power on reset parameters (B)(4) on (B)(6) 2010 at 23:00:53 the device recorded a write to locked ram por.